Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 cgm was displaying lower values than fingersticks. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.